Manufacturer narrative:
Report source: other: (B)(6) incident report reference no. (B)(4); submitted to (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a transobturator tape (tot) procedure performed on (B)(6) 2018. On (B)(6) 2018, the patient experienced constant pain in the groin and had great difficulty in sitting for a long time due to tightness and acute pain in the perineal region, specifically near the bladder. Subsequently, the patient had repeated urinary tract infections and had severe pain during sexual relations.